Event description:
It was reported that this system with a cardiac resynchronization therapy pacemaker (crt-p), right ventricular (rv) and left ventricular (lv) leads triggered a lead safety switch (lss) with alerts for out of range pacing impedances on both rv and lv leads. The day before lv lead showed a coil configuration in which pacing impedances were within normal limits but pacing thresholds were high and showed loss of capture (loc). This same behavior with high capture threhsolds and loc was observed for rv lead as well. According to field representative they attempted different lv lead coil configurations and still observed loc. For the rv lead, noise was reproducible and was claimed on lv lead too. It was recommended to verify lv lead programming. The patient also had a shoulder surgery some months ago and a signal artifact monitoring event was recorded with high, out of range right atrial (ra) lead pacing impedances, nonetheless there is no ra lead and there is a port plug, therefore this is normal behavior, but there was electrocautery noise on the rv lead. As the patient has escape rhythm, no asystole was experienced. The rv lead was suspected to be fractured and was surgically abandoned at this time. A new rv lead was implanted, the lv lead was reprogrammed and remains in service and the crt-p remains in service as well. No additional adverse patient effects were reported.

Event description:
It was reported that this system with a cardiac resynchronization therapy pacemaker (crt-p), right ventricular (rv) and left ventricular (lv) leads triggered a lead safety switch (lss) with alerts for out of range pacing impedances on both rv and lv leads. The day before lv lead showed a coil configuration in which pacing impedances were within normal limits but pacing thresholds were high and showed loss of capture (loc). This same behavior with high capture threhsolds and loc was observed for rv lead as well. According to field representative they attempted different lv lead coil configurations and still observed loc. For the rv lead, noise was reproducible and was claimed on lv lead too. It was recommended to verify lv lead programming. The patient also had a shoulder surgery some months ago and a signal artifact monitoring event was recorded with high, out of range right atrial (ra) lead pacing impedances, nonetheless there is no ra lead and there is a port plug, therefore this is normal behavior, but there was electrocautery noise on the rv lead. As the patient has escape rhythm, no asystole was experienced. The rv lead was suspected to be fractured and was surgically abandoned at this time. A new rv lead was implanted, the lv lead was reprogrammed and remains in service and the crt-p remains in service as well. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.